Manufacturer narrative:
Follow-up 09/02/2016: customer reported that their bg levels stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 55-270 (mg/dl). Reportedly, the customer was not sure of the cause of the first elevated bg level. Customer administered a correction bolus to treat their elevated bg level, and subsequently, decreased to 55 (mg/dl). Customer believed that they over corrected because they are a new to the diabetic lifestyle and still learning how insulin impacts their bg levels. Customer did not report any issue with the bolus delivery. Customer consumed carbohydrates to treat their low bg level, and their bg levels subsequently elevated again. Customer administered another bolus, and reported a bg level of 190 (mg/dl) at the time of the call. Customer indicated that they would contact their health care provider to discuss diabetes management.